Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tubing of the drain bag was clogged with a yellow, plastic foreign material. The patient reportedly experienced pain.

Event description:
It was reported that the tubing of the drain bag was clogged with a yellow, plastic foreign material. The patient reportedly experienced pain.

Manufacturer narrative:
The reported issue was confirmed as cause unknown. In the received photo sample foreign matter was noted outside of the drain bag. The root cause of the foreign material outside of the drainage bag could not be determined due to no physical sample being returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use." (B)(4).